Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg had flipped and was unable to charge. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No malfunction was suspected. The patient was doing well postoperatively.